Event description:
It was reported that the patient was unable to set to MRI mode. Diagnostic report indicated there were high impedances. As a result, surgical intervention may be taken at a later date to address the issue. It is unknown which lead has high impedance.

Manufacturer narrative:
Event date is estimated. Further information was requested but not received. The allegation is against 1 of 2 leads; however, it is unknown which lead; therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: octrode lead kit, 60cm length, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000125205. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.